Event description:
It was reported to philips that the allura system had a boot up issue. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during when the device was turned on for the first time in the day and the planned procedure got delayed and it was completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system had boot up issue. Analysis of the system log file did not show any related malfunction. The customer tried to turn the system off to reboot the system, but it would not turn off. Eventually, after half an hour, the system turned off and the customer was able to reboot the system and it was operational. The philips engineer was unable to reproduce the reported issue and the system was in good working order. The codes were updated based on the investigation outcome.